Manufacturer narrative:
Correction: g1, h6 (results, conclusion).

Event description:
The customer reported there was a broken part off of the logic board and a broken sear. It was reported there was no patient involvement.

Manufacturer narrative:
The customer reported problem was unconfirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 24nov2014 to the present date 09nov2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported there was a broken part off of the logic board and a broken sear. It was reported there was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported there was a broken part off of the logic board and a broken sear. It was reported there was no patient involvement.